Event description:
Trinova alternating pressure mattress failed to provide sufficient pressure relief due to fault. It was reported that the mattress continually beeped and that the fault meant that the mattress did not provide effective pressure relief. The pump was purchased by (B)(6) and first started to alarm on or around the (B)(6) 2010. The family and district nurses tried to reset the pump but it continued to alarm. The pump was continually beeping and the pressure damage extended to a larger area (the severity of which was not disclosed). This continued for approx 2 to 3 days before the pump was swapped out by the home loans.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). The home loans store have not been able to provide any details on the pump. The faulty pump was not reported to arjohuntleigh and the serial number has not been given. Based on the info available, it has been concluded that when the fault occurred (unconfirmed) the pump went into an alarm condition. This indicates that the system operated as intended by alerting the pt/user to a fault condition. Upon review of the IFU, it was found that the IFU provides the following info about alarms: operation (page 15 of the IFU): the system alarm indicator light can only be reset by turning off the power management unit. Alarm reset button silences the audible alarm when pressed. It does not cure the fault. All alarms other than the power down alarm will return after 30 minutes if no corrective action is taken. Fault finding (page 17 of the IFU): if the unit is still not functioning correctly contact (B)(4) or your service provider. Based on the above, once the alarm occurred the system should not have been used for further 2 to 3 days before reporting the fault to the loan stores. This incident is therefore deemed as use error and no further action will be taken. A trend review has shown that no previous incidents of this nature have occurred in the past 12 months. Should add'l info or the device become available in the future, further investigation into the matter will be conducted.